Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine was unable to calibrate the bicarbonate conductivity during power up. A fresenius field service technician (fst) was called onsite and replaced the power control board and triac to resolve the issue. The fst also noted that there were signs of thermal decomposition on the power control board. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.